Event description:
A report was received that the patient¿s ipg was explanted due to an infection at the pocket site. The patient had a previous lead site infection (MFR. Report #: 3006630150-2014-01830), and the follow up of the patient each month indicated that the infection was still present. When the physician opened up the ipg pocket he noted the pocket site was infected. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient¿s ipg was explanted due to an infection at the pocket site. The patient had a previous lead site infection (MFR. Report #: 3006630150-2014-01830), and the follow up of the patient each month indicated that the infection was still present. When the physician opened up the ipg pocket he noted the pocket site was infected. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Date of event: (B)(6) 2014.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual and performance tests performed. The ipg exhibits normal device characteristics. A review of sterilization record did not find any anomalies or deviations that potentially relate to the reported event.